Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had wear and tear on their system controller, and they had felt electrical shocks from the system controller many times. These occurred at areas of damage and the body part touching the system controller. Log files were sent for review and nothing notable was captured in the event log other than some low voltage events on battery power on (B)(6)2025 at 20:38. This appeared to be from normal battery depletion. Further information showed that there were many areas where the paint had worn off, so the system controller exchange was performed, without resulting in any patient's symptoms. The patient did not experience any more electrical shocks after the controller exchange.

Manufacturer narrative:
Section h1: corrected to serious injury. Manufacturer¿s investigation conclusion: visual analysis confirmed the reported housing damage to the controller; however, the reported event of the heartmate 3 system controller shocking the patient was not confirmed. Exposed metal was observed on the housing of the returned system controller. The returned system controller, serial number (B)(6), was functionally tested and was able to support the system for an extended period without any atypical alarms. The system controller was then connected to a known working test power module and mock loop. The system controller leakage current was measured at points of exposed metal; all values of leakage current observed were found to be within specifications. The submitted and downloaded log files were reviewed and did not indicate any issues with the system controller. A root cause for the system controller shocking the patient was not conclusively determined through this analysis. The root cause for the damaged housing was not conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate patient handbook (rev. C) section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use (rev. C) section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate 3 patient handbook (rev. D, section 2 ¿ ¿how your heart pump works,¿ section 3 ¿ ¿powering the system,¿ section 4 ¿ ¿living with the heartmate 3,¿ and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.